Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during three consecutive routine hemodialysis treatments. Partial rinseback was performed for each treatment, resulting in an estimated total blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not completing rinseback in a timely manner following unrecoverable alarms as instructed in the user's guide. The disposable cartridges were discarded and not returned for evaluation. The system alarm was most likely caused by dirt, debris, or fluid interfering with the blood leak detector signal. The user's guide provides adequate instructions for periodic cleaning of the blood leak detector, troubleshooting system alarms and performing rinseback. No further similar problems reported. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.